Manufacturer narrative:
(B)(4). On 07-jul-2015, reported that when performing patient positioning while using a single motion button on the gantry control panel, the patient support executed a second undesired motion on a brilliance 64 CT system. On 09-jul-2015, a philips field service engineer (fse) attended the site and evaluated the system. The fse confirmed the customer allegation. During investigation, it was determined the load pedal of the multi-function footswitch (mffs) was stuck engaged causing the patient support to execute a second undesired motion when a single motion button was pressed on the gantry control panel. The fse adjusted the footswitch plate to resolve the issue. The fse stated that no bugreport or logfiles were collected and the mffs was not replaced, so no information was provided for further analysis. Due to the fact no bugreport or log files were collected or that there were no failed parts for evaluation, CT engineering was unable to determine to cause of this issue. However, the fse adjusted the load pedal of the mffs to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that since the table repair the previous day, which is addressed by a subsequent complaint, 2 table movements are executed when a single motion button is pressed on the gantry control panel. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander.